Event description:
Agent ide study percutaneous coronary intervention (pci) was performed on (B)(6) 2020 with a 2.25 mm x 20 mm synergy drug eluting stent placed at the 2nd obtuse marginal. The subject presented with stable angina and was referred for the agent ide study. The subject was randomized into the agent ide study on (B)(6) 2021 and the index procedure was performed on the same day. Heparin or other antithrombotic medication was administered at the time of index procedure. The target lesion was located at the 2nd obtuse marginal and was 15 mm long with a reference vessel diameter of 2.5 mm. The target lesion was predilated with a 2.50 mm x 10 mm scoring balloon with 10% residual stenosis and thrombolysis in myocardial infarction (timi) flow of 3. Following pre-dilation, the lesion was treated with a 2.50 mm x 20 mm agent dcb study device successfully with 10% residual stenosis and timi flow of 3. On (B)(6) 2021, the subject was discharged on aspirin and prasugrel.